Event description:
It was reported that the patient presented in the hospital for a lead revision due to externalized conductors. No electrical anomalies were detected. The lead was explanted and replaced. The patient was in stable condition after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.